Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with the display on their insulin pump. The customer states they have difficulty reading the screen. The customer's blood glucose level at the time of incident was 400mg/dl. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.